Event description:
Customer alleges discrepant results with meter compared to lab. Pt's target therapeutic range is 2.5-3.5. On (B)(6) 2010, results were all done within 2 hours. On (B)(6) 2010, results were all done within 10 mins. On (B)(6) 2010, results were all done within 2 hours.

Manufacturer narrative:
Investigation pending. Additional lot #: 243699.